Event description:
A (B)(6) female pt contacted zoll customer support to report that she was connecting the belt to the monitor when the 'collar fell off'. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt connector collar fell off) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event results from the damaged electrode belt connector. The pt was issued a replacement electrode belt.